Event description:
Over the last month, we have had 5 events where the luer lock connection on the external ventricular drain (evd) system has cracked. This connection is what connects the system to the drainage bag. After the first event, I was in touch with the company. Then, with the additional cracks, the representative informed me that the company recommends cleaning the connection with alcohol and our hospital was using chlorahexidine. We changed our cleaning policy and changed our cleaning agent to alcohol. Since this change, there has been another luer lock connection that has cracked.manufacturer response: the representative and company have been very responsive and are going to further investigate the defective products. The representative and quality team have kept in touch with me.